Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that she had gone running and felt that the insulin pump may have been pressed up against her leading up to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.